Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was sticking out. The caller stated that the insulin pump was not malfunctioning at the t time. The blood glucose reading was 139mg/dl. Advised the caller to revert to back up plan. No further information was provided.